Event description:
During rotator cuff repair, in-joint pressure became 10mmhg at about 10 minutes into the surgery and it started to increase flow as if 'wash' function started and did not seem to stop. It finally stopped when pressure was lowered to 0mmhg. Swelling of shoulder due to sudden increase of pressure. Problem did not correct after it was reset. When another tubing set was set, error message displayed, however, unit started. The access 15 has been used in surgery 4 or 5 times.

Manufacturer narrative:
Device was returned in 2007, however, the evaluation has not been completed. When the evaluation is completed, a supplemental report will be forwarded.